Event description:
The patient reportedly experienced a loss of lock and no sound with his device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The patient's device was explanted.